Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at an unknown concentration, dose and frequency via int rathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the patient therapy manager showed (B)(4) (empty reservoir). It was reported that the patient was due for a fill "scheduled on (B)(6)." It was reported that the patient would follow up with the healthcare professional. There were no reported symptoms. No further complications were reported.